Event description:
The facility reports the resident was being taken out of the wheelchair with the lifter. The staff were transporting the pt to a waterbed when the lifter went up without using the handset. The nurse tried to stop the lifter by adding his own weight to the lifter but it still did not stop. When the cord was completely in the cassette, the motor stopped and then there was a burning smell. The lift stopped because of the thermo safety of the transformer. The resident was taken out of the lifter by four people. No injuries were reported.